Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system was stuck in initializing. Disconnecting the umbilical cable and restarting the system resolved the issue. There was no impact to patient.

Manufacturer narrative:
It was reported that the event occurred during c2-t2 fusion cervical spine procedure. There was a delay of 45 minutes. Unique device identification (UDI) has been updated. If information is provided in the future, a supplemental report will be issued.